Event description:
It was reported that pump screen remained dark and would not turn on after pump shut down because battery was not charged. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to unplug and reconnect pump to charger until pump restarted, then viewed pump reset message, acknowledged that shutdown was due to lack of charging, was educated on pump reset effects, cartridge and cgm steps, and battery best practices.